Event description:
It was reported this pacemaker system exhibited atrial undersensing which resulted in atrial over pacing. This led to functional ventricular undersensing and ventricular pacing close to t-waves. Consequently, the patient has been hospitalized and the health care professional (hcp) is being consulted for reprogramming options. Additional information is being requested from the field. This pacemaker system remains in service. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.